Manufacturer narrative:
(B)(4). The lot was manufactured july 31, 2015- august 6, 2015. The device was received for evaluation. Visual inspection noted fluid inside the housing. A functional leak test was performed and a leak was observed inside the housing due to missing film wrap. The reported condition was verified. The cause of the missing film wrap could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was discovered that a small volume intermate leaked inside the housing during evaluation. There was no patient involvement. No additional information is available.